Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 68-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in society for cardiovascular angiography & interventions (scai) stage b shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was continuous suction above p-3 despite repositioning. The patient noted with a small left ventricle (lv) and narrow left ventricular outflow tract (lvot) with hyperdynamic basal septal walls. When the impella was advanced, the patient experienced arrhythmias. To avoid placing the pump deep and creating potential hemolysis, the physician decided to leave the pump shallow in the lvot. The patient had multiple comorbidities that were discovered after pump placement, including metastatic cancer. No plans to replace pump or escalate care at this time. The following day, there was high motor current (mc) and then a pump stop. The pump was unable to be restarted, so was removed. The post-procedure outcome is survived at explant. While on support, the impella functioned at p-4 at 1.6l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being reported due early removal of the device; however, the removal was performed with no clinical consequence to the patient.